Event description:
A zoll lifecor pt services rep contacted customer support to report that one of a (B) (6) male pt's battery packs was not working properly. The psr reports that the battery will only charge half way. The pt's suspect battery pack was replaced.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack only charging half way was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cell has not been determined. The battery cells were replaced. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.